Event description:
It was reported the patient presented for a pacemaker implant procedure. After the implant, it was noted that the pacemaker was found in backup vvi. The pacemaker was reprogrammed. The patient was in stable condition.